Event description:
During initial assessment of a returned homechoice device, a baxter technician identified a system error (se) 2240 alarm (indicating air) which occurred on (B)(6) 2009, during dwell 6 of 6. Follow up with the facility administrator revealed that the device was returned because the facility is discontinuing the baxter homechoice units at all the (B)(6) facilities.

Manufacturer narrative:
(B)(4). Sample is not returned. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was identified during initial assessment of a returned homechoice device. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).